Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 2 atm. The device was simply removed without issue. The procedure was completed with another of the same device. There were no patient complications and patient was good post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the hyptube shaft, outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak just above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No damage was observed on the blade pads, tip profile, and the proximal and distal markerbands.

Manufacturer narrative:
E.1. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 2 atm. The device was simply removed without issue. The procedure was completed with another of the same device. There were no patient complications and patient was good post procedure.